Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported by service report that the hydraulic sub assembly was leaking from the reservoir canister seal. No pt involvement or adverse consequences are reported.